Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported frequent "shocks" from the left sensor. The shocks are said to have left brown burn marks on the skin. There is no alleged device malfunction. The patient has a wet gauze underneath the sensor from a hospital procedure. The medical outcome of the skin irritation is unknown.